Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient has been experiencing elevated blood glucose levels 400-500mg/dl over the past 2 months, and more in the last 2 weeks. The reporter indicated that the patient has been doing what they called "blinking out". The patient reportedly did not pass out but would feel heavy and would come to attention when someone called her name. This reportedly occurs for a few seconds and happens after food intake when their blood glucose levels are coming down (between 100 and 300mg/dl). The patient just began checking ketones in the past 2 weeks and there have been no reported ketones. The patient believes that the pump is contributing to her elevated blood glucose levels. The reporter indicated that the keypad buttons have not been responding to presses over the past couple of weeks. The keypad is reportedly loose and lifting from the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump history shows one bolus of 0 units delivered on (B)(6) 2012 that the patient thought, she had programmed with a different amount. The reporter indicated that the battery life has been short in the past when using "cheap" batteries, but when using energizer or duracell the battery lasts as expected. The patient also reportedly used a rechargeable battery which went dead within a day. The user guide instructs the patient not to use a rechargeable battery in the pump as it does not have the necessary characteristics to power the pump. This report is being made based on the allegation that the patient experienced hyperglycemia, the allegation that the pump contributed to the blood glucose levels and use error.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there are no alarms related to the complaint observed in the alarm history. An ezprime operation was performed with no difficulties, and the units remaining were correctly calculated and recorded in the pump history. A review of the total daily dose basal delivery shows that the pump was delivering accurately up until the reported event date and correctly reflects the user's active basal program. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.